Event description:
An inflammatory mass was reported. The pt's inflammatory mass was detected by an MRI performed "back in (B)(6) and then again in (B)(6)". The pt had acute pain over the entire system, and also a pinching sensation near the catheter pathway. Headache was further reported. The pt was home. Neither the drug administered via the pump, nor the pt's outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model 8578, serial# (B)(4), implanted: 2011-(B)(6), explanted: unk.

Event description:
Additional information: it was reported that hcp had carried out diagnostics approx. Six months post implant and performed catheter revision for catheter occlusion caused by suture. It was stated that patient's therapy got even worse after the revision with symptoms of headache, increased baseline pain, loss of bowel control, loss of bladder control, difficulty walking, tingling in limbs, weight loss, and heaviness in legs, bedridden for 1 year. Increases in pump dose were done but had no effect on the pain level. Patient desired a catheter replacement since it is 10.5 years old.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the catheter occlusion was noted to have occurred on 2011-(B)(6). Patient had experienced the severe headaches for approx. 4 months and "thinks she may have a csf (cerebrospinal) leak". Patient desired to have her device and catheter removed and felt that she "would be better with oral meds". Per another reporter there had been no device troubleshoot. As of 2012-(B)(6), patient was working with her hcp, and it was sated that the issues were yet to be resolved. Drug delivered via the system was dilaudid.

Event description:
Additional information: the patient later reported that his spinal fluid had never been tested to check for indicators of granuloma. The patient also reported that he still believed he has catheter issues.